Manufacturer narrative:
Concomitant medical products: t505c225 tissue valve, implanted: (B)(6) 2018; 680r28 heart ring, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a bacteremia infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.